Event description:
It was reported that there was an end of service (eos)/end of life (eol) message. The patient was implanted in (B)(6) 2014 and she could not believe her implantable neurostimulator (ins) battery was depleted already. The patient was recommended to have the doctor read the battery in the office to determine if it was normal battery depletion. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).